Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. (B)(4).

Event description:
Dexcom was made aware on 11/05/2018, that on (B)(6) 2018, the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.